Event description:
It was reported the patient received the following results within 15 minutes: 261 mg/dl (guide) and 131 mg/dl (performa).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
It was reported the patient received the following results within 15 minutes: 261 mg/dl (guide) and 131 mg/dl (performa).